Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no reported patient injury.

Manufacturer narrative:
Gehc recommended to the hospital to inspect and check the function of the advanced breathing system and the bag/vent switch cartridge.